Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint an it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Those audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a "ball that kept growing" at the insertion site of the adc freestyle libre sensor. Customer removed the sensor after 5 days of wear and had contact with a healthcare professional on (B)(6). Customer further reported the "ball" was not painful unless touched and was "full of blood and pus and measured to be 10cm by 7cm by the nurses". Doctors stated it was not an allergic reaction and prescribed an unspecified cream that was to be applied for 10 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a "ball that kept growing" at the insertion site of the adc freestyle libre sensor. Customer removed the sensor after 5 days of wear and had contact with a healthcare professional on (B)(6). Customer further reported the "ball" was not painful unless touched and was "full of blood and pus and measured to be 10 cm by 7 cm by the nurses". Doctors stated it was not an allergic reaction and prescribed an unspecified cream that was to be applied for 10 days. There was no report of death or permanent injury associated with this event.